Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Alarm log review, visual inspection and functional testing were performed. The air in line alarm was identified during the alarm log review and functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be uncalibrated air sensor. To correct the condition, the air sensor was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an air in line alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.